Manufacturer narrative:
The hillrom technician found the pcm board was not responding and needed to be replaced. Per the hillrom user manual, warning: the bed exit system is not intended as a substitute for good nursing practices. The bed exit system must be used in conjunction with a sound risk assessment and protocol. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in september 2020. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the pcm board to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the customer stating the bed exit was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).